Event description:
International customer reported that a pt had a subtotal colectomy and ileorectal anastomosis procedure in 2006. The pt developed a suture dehiscence and intestinal suppuration approx one week later. No further info was provided. It is assumed that this pt was returned for surgical repair.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.